Event description:
It was reported that tandem mobi cartridge alarm occurred during cartridge loading even though caller followed prompts in mobile app and had not previously experienced this type of alarm with pump. There was no adverse impact to the customer's blood glucose level. Caller was able to reload original cartridge, successfully resume insulin therapy, and technical support confirmed cartridge alarm 30 and documented that issue was resolved.